Event description:
It was reported that a cartridge alarm occurred. There was no reported adverse impact to customer's blood glucose level. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.